Manufacturer narrative:
An event regarding revision involving instability of a triathlon cs insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: medical review indicates that: excessive posterior tibial slope is the main problem to cause both general and flexion instability due to increased flexion space and loss of functionality of the pcl with a secondary contribution to overload by the patients morbid obesity while component choice for cr/cs was probably already problematic prior to surgery given the patient¿s multiple surgery history of this knee and certainly became problematic after the tibial baseplate implantation in excessive posterior tibial slope which made the pcl certainly completely dysfunctional. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review provided excessive posterior tibial slope and the patients morbid obesity caused the flexion instability. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Patient unstable due to mcl laxity. Had mcl repair in (B)(6) 2015 and repair failed. Revision scheduled and performed with mrh.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient unstable due to mcl laxity. Had mcl repair in (B)(6) 2015 and repair failed. Revision scheduled and performed with mrh.